Event description:
I went into the patient's room to draw her blood. It went normal with no issues until I withdrew the needle. We recently switched over to a different brand of needle because they are less expensive, however, they are not congruent with the hubs we currently have so when we go to safety the needle there is resistance and doesn't seem like the needle goes all the way into the safety. That happens every time I draw blood with these new needles. This is just one of the issues with these needles. During this blood draw when I safetied the needle, the entire needle bent forward out of the safety. This is a huge patient safety risk and employee safety risk as well. This has happened multiple times to other phlebs as well.